Manufacturer narrative:
The initial report was for a battery error with a blood leak into the centrifuge and spill collection bag. When the device was returned and evaluated on (B)(6) 2015, fluid was found internal to the device. There was blood contamination into the power supply, fuse holder, driver boards, control boards, and compressor. No indication of arcing, sparking or fire. There was no carbonization found. The device was decontaminated, the parts were replaced and the device was upgraded to the current fluid ingress remediation which mitigates the risk for damage due to fluid spills. The device was returned to use at the customer location.

Event description:
On (B)(6) 2015, haemonetics received a report for an orthopat device that a battery error was displayed while processing the blood. When the equipment was checked, there was blood leakage in the centrifuge and in the spill collection bag. No patient or operator injury reported.